Manufacturer narrative:
Section b5 has been updated to include additional information. An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue could not be confirmed at this time. The unit passed all testing including an accuracy test using 125ml of water, the delivered rate was as expected and within tolerance specifications. The unit was serviced by updating the software, replacing the power connection label due to opening the unit, and replacing the damaged pcb as the display had lcd backlight issues. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device has an inaccurate feeding rate and it was over feeding. Additional information was received stating that the issue happened during testing. The fed rate was set to 75 ml/h, the amount expected in 30 minutes was 33.7ml to 41.3ml. But 44ml was delivered in 30 minutes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device has an inaccurate feeding rate and it was over feeding. Additional information was received stating that the issue happened during testing.